Manufacturer narrative:
The manufacturer's service representative performed an on-site investigation. The agc cable was rewired. The system was tested and operates as intended.

Event description:
The customer reported that the stenoscop system had poor image quality. No patient injury was reported.